Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve paralysis was confirmed while ablating the right superior pulmonary vein (rspv) by phrenic nerve pacing and palpation. At the end of the procedure diaphgramatic motion had improved on fluoroscopy. At one week follow-up the diapgramatic motion appeared to have recovered on x-ray but some discomfort was felt during respiration.